Event description:
It was reported that the after the calibration zero it was found that the non-invasive blood pressure: 124/76mmhg, invasive blood pressure: 85/49, the difference of nearly 40mmhg. Repeated the calibration of zero a few times, the blood pressure cuff replacement arm measurement error was large. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
One used device was returned for evaluation. Functional testing was performed, and the returned sample was found accepted during electrical, vacuum and air leak test. No visual testing was performed. The customer's reported problem was not confirmed. The root cause was unknown since no problem was detected. The device history record of reported lot was reviewed, and it was confirmed that no non-conformities were reported during production.